Event description:
The pt had their device system explanted due to a staph infection. Info from the healthcare professional indicated that a culture of purulent discharge at the implant site was taken and grew (B) (6). The pt was treated with vancomycin both IV and oral. The pt subsequently was re-implanted with a new device and was reported as doing well.

Manufacturer narrative:
(B) (4).